Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm. At index procedure, the proximal neck was 23-25 mm in diameter and 18 mm in length. The left common iliac artery was 14 mm in diameter and the right common iliac artery was 13 mm in diameter. The right and left external iliac arteries measured 8 mm in diameter. It was reported that on an unknown date, a proximal type I endoleak was noted. The physician performed an intervention, implanting an endurant cuff, resolving the endoleak. The physician commented that there was no stent migration and the cause may have been due to disease progression. No additional clinical sequelae were reported and the patient is fine.